Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that, according to the doctor, the patient lost his balance or missed steps. Patient complained of pain in his hip and the doctor took an xray and discovered that the nail was broken. Patient was revised.